Event description:
The customer states that there is a crack in the shroud where the wash stations screw holds the wash station to the shroud on the imx analyzer. The customer requested service for this issue. Service noted that the power supply was not providing voltage to the heaters and observed smoke while testing the heaters. No fire was observed. Two more power supplies had shorted out during troubleshooting noting that all wires were burnt through due to buffer leaking and shorting across the cables. There were no injuries reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4) wash station thumbscrew and wash station shroud. Investigation summary: the fsr replaced multiple parts to repair the (B)(4), but the power supply issue could not be resolved. The customer technical advocate (cta) sent the customer a replacement (B)(4) was returned to manufacturer. Returned (B)(4) was visually examined and was found to have bent liquid heater block posts, a cracked wash station shroud, and burned wiring. The (B)(4) operation manual was found to contain adequate information on maintenance and troubleshooting for the (B)(4) wash station. The manual replacement instructions for the (B)(4) wash station include instructions to attach the thumbscrew finger tight. The manual notes wash station alignment is critical for good washing of the probe and to prevent splashing. The manual contains directions for wash station calibration, and the manual notes as required maintenance should be performed to keep the (B)(4) in good operating condition. The manual also contains information on hazards, and contains information on precautions (B)(4) operators should follow to prevent injury. Under safety, the manual cautions the operator about the risk of electrical shock. A review of complaint records for the (B)(4) analyzer did not identify any adverse trends due to the issue being evaluated. A malfunction of the (B)(4) was identified. The (B)(4) sustained power supply wiring damage due to buffer leakage, because the wash station was not held stable due to the failure of worn parts and a missing thumbscrew. The actual cause of the thumbscrew and wash station shroud failure could not be determined with the available information. Based on the available information and this evaluation, no deficiency was identified for the (B)(4) wash station thumbscrew (B)(4), or the (B)(4) analyzer list no. 08389-01 related to the issue under evaluation. This is the final report.